Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 10/13/2023. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported to boston scientific corporation that an unknown spaceoar device was implanted during a placement procedure performed on an unknown date. Upon review of the images, it was noted that the hydrogel was completely located under the serosa, without indication of it being under the muscularis. Notably, there is a reasonable fat plane observed between the posterior prostate and the anterior part of the rectum. The patient is asymptomatic. Additionally, it was confirmed that the patient was scheduled to receive stereotactic body radiation therapy (sbrt). Boston scientific corporation has been unable to obtain additional information, despite of the good faith efforts (gfe).